Event description:
Medtronic received information that during the attempted implant of this 29 mm transcatheter bioprosthetic valve in a patient with a pre-existing non-medtronic surgical aortic valve replacement, the valve dislodged either towards the aorta or the ventricle with each deployment attempt. The valve was recaptured and withdrawn from the patient. Subsequently, it was noted that the valve may have been oversized, and a 26 mm valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.